Manufacturer narrative:
This is a correction/update for evaluation code method, result, and conclusion to reflect the most current coding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va0mamf, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they get a headache whenever they approach a microwave oven. It was stated that it feels tight where the lead is behind their ear, and that it started happening in (B)(6) 2017. The patient noted that they are about 4 to 8 feet from the microwave and "sometimes it is on sometimes it is not." It was inquired if the dbs was damaged. Follow up with the healthcare professional (hcp) is to be conducted. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.